Event description:
It was reported that the site was trying to complete the 6-month battery maintenance procedure on a centrimag console, but they could not access the screen to start the procedure. They were following the procedure, but the screen would not display the battery maintenance screen and would not enter the basic input/output system (bios) screen. The failing console would be sent in for assessment.

Manufacturer narrative:
A. Patient information. No patient involvement for this event no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.